Manufacturer narrative:
Follow-up #1: date of submission 12/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings:the black box data started on (B)(6) 2015. The black box data and pump histories from the time of the alleged complaint were unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump was returned with the advanced bolus feature set to on. The advanced bolus feature was found to be functioning properly. Unrelated to the original complaint, investigation revealed that the display was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that on (B)(6) 2014 he experienced low blood glucose (bg) of 61 mg/dl with unsteadiness when standing or walking three times. The patient reportedly did not require assistance of a third party and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly remained on the pump. Troubleshooting determined that the patient had not set up the advanced bolus settings with programming the pump, and also that the patient was guessing at what amounts to bolus when the bolus menu didn¿t show up on the screen. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.